Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had a bipolar hip implanted on (B)(6) 2017. Patient dislocated. She was reduced in the ER. See pics before and after. Doi: (B)(6) 2017 dor: (B)(6) 2017 left hip.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.